Event description:
The manufacturer received a voluntary medwatch (mw5119022) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. The patient's husband reports that the death certificate states the patient passed away form congestive heart failure, but no autopsy was performed. The husband states the patient noticed her device was very dirty when cleaning it shortly before her death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.